Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the pain at the ipg site has resolved.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information received indicates the physician buried the ipg deeper in the pocket site on (B)(6) 2021.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is experiencing pain at the ipg site. Surgical intervention may take place at a later date.